Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. The recipient presented with sound quality issues. A CT scan confirmed correct device placement. Device testing revealed results within normal limits. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed revealed sliced silicone overmold on the bottom cover and on the electrode in the big tubing. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.